Manufacturer narrative:
Three lot numbers were provided and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. The investigation is confirmed for filter tilt and perforation of the inferior vena cava for all three malfunctions. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved all three patients with no consequences. Two female and one male patients age were reported ranging from 64 to 76 years. Two patients¿ weight were reported to be between 66 to 105 kgs. All other details of the patients were not provided.